Event description:
It was reported that 17 days after implantation, during npp infusion through the catheter, the pt presented edema, pain and heat near the catheter insertion site in the subclavian vein. When the catheter was removed, they saw a leak from the catheter after saline solution infusion.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review showed no other similar product complaint file(s) from this lot.